Event description:
I used poligrip from 2006 until 2009. While using poligrip, I began experiencing swelling in glands, limbs and joints. The swelling in my joints, glands and joints are permanent and require continued medical treatment. Enclosed are copies of my medical report for your review. Dose or amount: denture cream. Frequency: 3 times daily. Route: oral. Dates of use: 1994 - . Diagnosis or reason for use: broken bottom partial. Event abated after use stopped: no.